Event description:
It was reported that a spectrum infusion pump failed the downstream occlusion test during preventative maintenance testing. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom failed downstream occlusion test during preventative maintenance testing. The device passed testing during the eval. However, the eval found that the downstream tubing gap was out of spec, and that the downstream tubing gasket was not properly installed. The downstream tubing gasket was adjusted, and the downstream sensor and downstream tubing guide were replaced, which are all known contributors to the reported symptom.